Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, bursitis and fluid were noted. The fluid on the posterior lateral quadrant of the left hip measured 8.4 x 10.5 x 4.8 mm. These findings were found due to follow up testing. Patient also reported pain, limping, and weakness during follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-01864 & 03174 / 03176).